Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
Blood glucose results of "116 and 150 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. The meter, strips and control solution were replaced.